Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not delivering insulin. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The customer stated woke up with high blood glucose and injected 2.9 units of insulin and did not go lower. Customer stated he delivered the bolus as per his back up plan and thinks the insulin pump is not working correctly. The customer declined troubleshooting. No relevant alarms were found. Customer never observed any occlusion issue however, did state the infusion set diose not work the same after a day and a half. The insulin pump was replaced due to customer¿s dissatisfaction. The insulin pump will not be returned for analysis.